Manufacturer narrative:
The customer is not alleging any problem with the machine or the collection set. A terumo bct service technician checked out the machine at the customer site and a full machine checkout was performed. During inspection, the technician verified all pressures were calibrated and autotests and a saline run were successfully performed. The machine is functioning per the manufacturer's specification. The run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectraoptia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. The fluid balance remained within +/- 15% of the patient's tbv. The max ac infusion rate was 0.8 ml/min/l tbv. These are both well within the safety limits for the patient's weight and did not contribute to the issues calling for medical intervention. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient expired while undergoing an apheresis procedure onspectra optia. Per the customer, prior to starting the procedure, the patient's blood pressure(bp) was in the low 90's and the patient was already on the peripheral vasoconstrictorlevophed since the blood pressure had dropped several times before starting to the procedure. The patient was also intubated. With this procedure, the patient's bp started to drop in the low 40-30's. Per the operator, the physicians present at the site immediately identified that a cardiopulmonary arrest (coding) is happening to the patient and immediately they started treatment with resuscitative efforts. The operator also stated that the 'patient was frail to begin with and should not have been put on the machine. The apheresis procedure just pushed him over the edge' as the patient already had a course of 5 procedures before starting thisapheresis procedure along with dialysis. The customer declined to provide patient's identifier (ID) and weight. The customer declined to provide any laboratory results, clinical data and patient's autopsy report. The spectra optia exchange set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the run data analysis, investigation findings, and customer statements,the cause of the death following the tpe procedure was cardiac arrest due to the patient's medical condition. Per the tbct internal medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death.